Event description:
It was reported to boston scientific corporation that four resolution clip devices were used during a endoscopic vein ligation, performed on (B)(6) 2009. According to the complainant, during preparation when unpacking the resolution clip device, they noticed that the sheath was bent. In this condition the device could not be used. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).